Manufacturer narrative:
The complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of cause not established was chosen as the reported device problem cannot be confirmed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis (mpp) due to lack of rigidity. The device was removed and a new spectra penile prosthesis (spp) was implanted. Additional information was received indicating the explanted tactra device was 11mm and was replaced with a 12mm spp. The lack of rigidity was noted due to lateral movement and buckling. Further information was received noting the mpp remained erect when the patient was supine but would 'fall down' when the patient was stood. The cylinders were noted to have some level of play within the corporal body. The length of the cylinders was correct but the physician felt a 13mm device may have been possible.

Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis (mpp) due to lack of rigidity. The device was removed and a new spectra penile prosthesis (spp) was implanted. Additional information was received indicating the explanted tactra device was 11mm and was replaced with a 12mm spp. The lack of rigidity was noted due to lateral movement and buckling.